Event description:
Reference number (B)(4). Event occurred in the unitied states it was reported that patient faced adhesive issue event on (B)(6) 2026.the patient reported that infusion set tape did not sticking and cause of the product not adhering was due to sweating no further information available.